Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at down arrow button on keypad trace. The device was received with cracked case at corner display window and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was performed. The device was returned for analysis.